Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. Upon evaluation, the electrode belt failed the therapy electrode recognition test. There was a fractured solder connection at the j2 tab inside of the front therapy electrode (te). The cause of the test failure was isolated to the fractured solder connection. The cause of the test failure was an isolated to the fractured solder connection which affected the driven ground. The root cause of the fracture was an improperly formed solder connection combined with mechanical stress. A corrective action was issued for this error. A 30-day notice to address this issue was approved by FDA on 03/27/2015. No adverse event resulted from the open connection.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.